Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, successfully assisting the customer in resetting it, and advised that the pump could continue to be used. The customer understood the instructions and agreed to reach out if the malfunction code recurred.